Event description:
It was reported patient underwent right hip arthroplasty. Subsequently the patient reported elevated cobalt levels and emergency room visits 5 and 6 years post operatively for developing pain with inability to bear weight. The patient was revised due to pain, elevated metal ions, corrosion, and metal related pathology 7 years post implantation. No additional information is available.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. However as the liner used is unknown, it is unknown if the entire construct is compatible. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed. Subsequently the patient reported elevated cobalt levels and emergency room visits 5 years and 6 years post operatively for developing pain with inability to bear weight. A revision was performed seven years post implantation, for metal related trunnion disease. No actual operative records were provided for the revision. Root cause cannot be determined with the information available additional associated products and mdrs: 00801803202 femoral head sterile 12/14 taper, lot# 61111775, MDR: 0002648920-2021-00458.